Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient experienced a rash near the ipg site. Additionally, it was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the rash has resolved.